Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient was scheduled for a right ventricular (rv) lead revision due to high pacing thresholds. The physician suspected that this rv lead was dislodged. Subsequently, this lead was surgically explanted and replaced without complication. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Analysis did not confirm high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, dislodgement was not confirmed. Furthermore, it was concluded that this is a known inherent risk based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU).

Event description:
It was reported that the patient was scheduled for a right ventricular (rv) lead revision due to high pacing thresholds. The physician suspected that this rv lead was dislodged. Subsequently, this lead was surgically explanted and replaced without complication. No additional adverse patient effects were reported.